Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had woke up with a high blood glucose and no delivery alarm. They changed the set and got a no delivery. They also noticed 2 cracks on the screen to the back of the insulin pump. The customer did not know how the damage occurred. The customer's blood glucose level was 200 mg/dl. The customer declined troubleshooting for the no delivery. The device will be returned for analysis.

Manufacturer narrative:
Unit passed the full functional test including the displacement test, rewind, prime/seating test, basic occlusion test and excessive no delivery test. Sleep current measurement and active current measurement within specifications. Unit passed self test. No unexpected no delivery or occlusion alarm noted during testing. Pump received with cracked case at the display window corner, cracked reservoir tube lip, missing end cap sticker and minor scratched lcd window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.